Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient is getting stabbing pain at her battery site. States that the battery seems like it is poking out. She states she had no accidents or falls. This has been going on for 2 weeks. Instructed patient to turn off the stimulator. Later last night she texted that she was now getting stabbing pain between her shoulder blades and that her normal pain was returning. Instructed her that if the pain is too much that she needs to go to the emergency room. States that at this time she has no health insurance. This morning patient states that the stabbing pain is gone, but her normal pain is back. Will try to get her scheduled to see her in dr.¿s office, to troubleshoot what is going on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that no issue was discovered; the cause was likely due to pocket irritation from normal movement. Rep noted patient is treating with conservative measure, no further intervention required. Rep reported the issue has been resolved.